Event description:
Attorney reported: in 2005 - pt had surgery for removal of 2 ck meshes. All cultures remain negative. The physician notes, the plastic ring was thought to be the source of the inflammation. There were areas of adhesions to the mesh and underlying bowel with an area of small serosal disruption. On two days later - pt underwent abdominal surgery for placement of composix ex mesh. The physician notes cultures remain negative. The pathologist noted that the appendix was adherent to the removed mesh and the tip of the appendix appeared to have been sheared off. On the following month - pt underwent abdominal surgery for wound exploration and skin changes. The physician notes there was a yellow turbid appearing fluid around the mesh. The mesh did not look incorporated at this site. Fluid aspirated and abdominal cavity irrigated. In 2006 - pt underwent abdominal surgery for exposed mesh. The physician notes the exposed mesh was removed and the underlying bowel dissected away and resection of the loop of small bowel. On approx ten months later - pt underwent abdominal surgery for recurrent ventral hernia. The physician notes dissected small amount of transverse colon adhesions from the fascial edge.

Manufacturer narrative:
The event description includes info related to four events associated with one pt. In addition to this MDR, please refer to mdrs 1213643-2008-00157, 1213643-2008-00158 & 1213643-2008-00159. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or add'l info becomes available.